Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) confirmed the customer replaced the reference electrode to resolve the issue. (B)(4).

Event description:
The customer reported receiving erroneous high patient results for sodium (na), potassium (k) and cl (chloride)on the au680 clinical chemistry analyzer. There was no change in patient treatment in association with this event.